Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information states, that the top stent of the alpha device did not fully expand during deployment. It is worth taking into consideration, that the device was a demo, why it was not implanted in a patient, but deployed on table. It is unknown whether a wire guide was used or not, why in this case it is not known if the deployment was in accordance with the described sequence in the IFU. As per IFU, the stent graft is constructed of woven polyester fabric sewn to self-expanding nitinol stents to provide the expansile force necessary to open the lumen of the graft during deployment. Additionally, the graft should be deployed over a wire guide. Without images or return of the product to support investigation, it was not possible to determine the root cause of the reported event. Cook will reopen its investigation if further information is received. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the first stent graft shrunk and didn't expanded well. Patient outcome: unknown as information was not provided.